Manufacturer narrative:
The device was returned for analysis. The reported no retraction problem was confirmed based on the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001.

Manufacturer narrative:
Exemption number: e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The sutures of the first proglide device were deployed successfully. Reportedly, when the second proglide device was deployed, the needle plunger could not be removed. An attempt was made to close the lever to close the foot; however, this was unsuccessful and the device could not be removed from the anatomy. Cut down surgery was performed to remove the proglide device from the anatomy. Plaque was found to be attached to the needles. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.